Event description:
It was reported that a malfunction occurred on a customer's pump, with no notable events occurring prior to the issue. There was no information indicating that the customer's blood glucose level was adversely impacted. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.